Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, cystocele, rectocele, abdominal pain, dysuria, migraine, back pain, hypothyroidism, fibromyalgia and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff fact sheet received. Reporter added. Added event unusual periods. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('3 markedly distorted portions of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, cystocele, rectocele, abdominal pain, dysuria, migraine, back pain, hypothyroidism, fibromyalgia, ovarian cyst, abdominoplasty, cholecystectomy, unilateral leg pain, uti, musculoskeletal pain, general body pain, cramp in lower abdomen, gastritis, hiatal hernia, esophagogastroduodenoscopy, acute appendicitis, cervical cancer, pelvic pain female, hypothyroidism, fibromyalgia, migraine, breast lump, urge incontinence, perineal pain female, chronic pelvic pain syndrome and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, dyspareunia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device breakage, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record :device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: mr received: event: '3 markedly distorted portions of essure device.', medical history, patient demographic, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('3 markedly distorted portions of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress urinary incontinence, cystocele, rectocele, abdominal pain, dysuria, migraine, back pain, hypothyroidism, fibromyalgia, ovarian cyst, abdominoplasty, cholecystectomy, unilateral leg pain, uti, musculoskeletal pain, general body pain, cramp in lower abdomen, gastritis, hiatal hernia, esophagogastroduodenoscopy, acute appendicitis, cervical cancer, pelvic pain female, hypothyroidism, fibromyalgia, migraine, breast lump, urge incontinence, perineal pain female, chronic pelvic pain syndrome and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, dyspareunia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device breakage, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record :device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.